Manufacturer narrative:
During routine service at cme america, this device produced an error 26 caused by a motor rotation detection system failure (mrdsf). Our inspection of the motor pcb found that component q117 was contaminated with fluid spilled into the device by the user and the leads were shorted together. This short effectively caused the vcc to be shorted to ground. Vcc is also responsible for powering the encoder diodes and as such the diodes would not be operational while the q117 was shorted. These diodes are used to detect motor rotation. Contamination of q117 was the cause of the mrdsf. Testing and inspection of the complaint device found that fluid contamination on the motor pcb had caused the circuitry powering the board to be shorted out. This caused a mrdsf when the detection system would not power on. Cleaning the contamination from q117 alleviates the mrdsf, but the motor pcb and main pcb need to be replaced due to corrosion on other components. Customer confirmed on april 5th that they had not witnessed an error 26 or motor rotation detection system failure (mrdsf) while the pump was in their possession. The device was not being used for treatment or diagnoses at the time the error was discovered (first occurrence was in cme america's biomed department). The customer did not report any incident or adverse event. The root cause of this complaint is damage/contamination - fluid ingress.

Event description:
During routine service at cme america, this device produced an error 26 caused by a motor rotation detection system failure (mrdsf). As this issue represents a high risk level, a cme america biomed technician initiated a service generated complaint.